Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer stated this was the third time they had to go off the pump. The customer stated that the pump emptied over 100 units and they dropped to 50 and 20 mg/dl. The customer was at 296 mg/dl at the time of the call. The customer's high was caused by treating for the low by eating all day and bolusing, but their blood glucose levels just went high. The customer used food and was given food and intravenous fluids to treat the low. The customer was wearing the insulin pump during the incident. The customer is not sure if they inserted the reservoir correctly during the set change. Troubleshooting was completed but did not resolve the issue. The customer was a bit high and took a little extra insulin before performing a set change and starting to go high then low. The insulin pump will not be returned for analysis.